Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to multiple dislocations. The newly inserted shell gave better alignment and better stability for the patient.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Review of device history records could not be performed due to insufficient information. Product was not returned so no product evaluation could be conducted. This device was used for treatment. Reviewed for compatibility could not be performed due to insufficient information received. Review of complaint history could not be performed due to insufficient information. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It was also noted during the initial report that the surgeon removed and replaced the trilogy shell with a continuum shell for better alignment; there was no alleged malfunction of the device. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event.